Manufacturer narrative:
(B)(4). The customer reported that the monitor was on left side of patient and alarm was going off and the staff in the room moved the monitor to where they could see the alarm and the x2 fell off and hit the patient on the head. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the monitor was on left side of patient and alarm was going off and the staff in the room moved the monitor to where they could see the alarm and the x2 fell off and hit the patient on the head.